Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not working. The customer ordered a touchscreen replacement. This investigation is ongoing.

Manufacturer narrative:
It was reported that the touchscreen was not working. The customer ordered a touchscreen replacement. Per good faith effort (gfe) response, the customer only inquired about the part number. No confirmation was obtained if the customer had replaced the part and returned the device to service. The customer only inquired about the part number. No confirmation was obtained if the customer had replaced the part and returned the device to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.